Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device has an ECG device malfunction alarm.

Manufacturer narrative:
The rse evaluated the device on site. The rse instructed the customer to re-run op check without the ECG lead wire and the device return to full functionality. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.